Event description:
The patient stated that since she started using the v-go device back in (B)(6) 2013, on a few occasions the needle button would release on its own prior the completion of 24 hours. The most resent has happened around (B)(6) 2020. The v-go devices have been discarded.